Event description:
A customer in (B)(6) reported a misidentification of klebsiella pneumoniae as pantoea species in association with the vitek® 2 gn test kit. The customer reported having a gram negative bacilli from a urine specimen that the gn card identified as a pantoea species (95%). The customer stated they did not repeat the gn card testing. The customer stated they could not test for susceptibilities without the species level, so the isolate was sent to the reference laboratory in which an identification of klebsiella pneumoniae was obtained twice, by maldi-tof. The customer reported that there was a two to three day delay in treatment, due to the fact that the first result of pantoea was reported without having a species identified. The physician stated the patient's condition did not worsen and the patient was improving. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: the customer reported testing the isolate from oxoid macconkey agar #3 incubated in ambient air for 18 hours at 35c. No other set up information was provided. One lab report was submitted showing a very good identification of pantoea spp with seven (7) atypical negative reactions (bxyl, ple, ure, dsor, sac, suct, agal, phos, ldc) for an identification of k. Pneumoniae according to the gn knowledge base. Atypical negative reactions can indicate a strain with decreased viability, user set up error or an atypical strain. Without the strain or raw data it's not possible to further evaluate the cause of the misidentification. Gn lot # 2410387203 met final qc release criteria. This lot passed qc performance testing. Quality system review of the most recent quarterly trend report, did not identify this complaint as a systemic quality issue.